Event description:
Device interrogation by physician showed patient device in vvi backup mode. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.